Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 23mm regent valve was successfully implanted in a patient. On an unknown day in (B)(6) 2021, the patient returned with symptoms of respiratory discomfort and a fever. It was confirmed via echocardiogram that the patient had signs of bacterial induced prosthetic valve endocarditis (pve) and paravalvular leakage (pvl). The patient underwent emergency surgery. Preoperative blood cultures confirmed presence of staphylococcus capitis. The decision was made to explant the 23mm regent valve. It was noted during the explant procedure that two-thirds of the 23mm regent valve had become detached from the annulus. A composite graft was made from a 24mm valsalva graft and a 21mm non-abbott device was implanted. The patient's left and right coronary artery were both reconstructed. No bleeding was confirmed post-surgery. The patient was extubated on the 4th postoperative day and received antibiotics intravenously. No recurrence of infection was observed during postoperative follow up. The patient was discharged from the hospital on 50th postoperative day.

Manufacturer narrative:
As reported in a research article, a patient had signs of bacterial induced endocarditis and paravalvular leak three months after the implant of the valve. It was noted during the explant procedure that two-third of the valve had detached from the annulus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.